Manufacturer narrative:
The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab was only inflating halfway. The customer confirmed that the augmentation was at 100% and then decided to remove the iab and replaced it with a new one. However, it was noted that the new iab was still not inflating all that way. The customer then swapped out the consoles for a new one, but the iab was still not fully inflating. The was no patient harm or adverse event reported. This report is for the 2nd iab used. A separate report will be submitted for the 1st iab used.

Manufacturer narrative:
Device code changed from filling problem to inflation issue. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab was only inflating halfway. The customer confirmed that the augmentation was at 100% and then decided to remove the iab and replaced it with a new one. However, it was noted that the new iab was still not inflating all that way. The customer then swapped out the consoles for a new one, but the iab was still not fully inflating. The was no patient harm or adverse event reported. This report is for the 2nd iab used. A separate report will be submitted for the 1st iab used.